Event description:
It was reported that an alert for right ventricular lead noise had been received by the patients monitoring clinic. The lead remained implanted; no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.